Manufacturer narrative:
An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin during device operation.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 583 mg/dl. The patient was tired and dizzy. For treatment, the patient was given insulin and unknown medications. The patient was discharged after 1 day. The pod was worn between 4 and 24 hours on the abdomen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.